Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). When trying to cauterize the branches/tissue the power supply had trouble delivering the energy needed. They actually had to move the power up to 4.5 to get the proper energy. This was during an endoradial procedure. They were able to perform the case with no issues or detriment to the radial, and the patient did fine. No excess burns or issues.